Event description:
A report was received that a patient had developed an infection at both the midline and ipg pocket sites. The patient exhibited symptoms of pus and redness at both sites and the physician prescribed the patient antibiotics. The physician reported the infection just about cleared up and no further action would be taken as the antibiotics were working.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory. This is the final report.